Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, prior to deployment of the starclose clip, the vessel locator wings prematurely collapsed and the device came out of the patient's artery. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.